Event description:
Pt on patrol pump receiving osmolite hn at 50cc hr. Son stated at 5 pm 6/14/1999 he placed 1220cc formula in bag, and at 930 am on 6/15 approx. 600cc of formula remained in bag. No power failure or pump alarm was noted. Pump not property of facility loaned from 3rd party.